Manufacturer narrative:
On the previously submitted report section e was wrong. In this report section e has been updated/corrected.

Manufacturer narrative:
Device not return.

Event description:
The manufacturer received information alleging the device alarmed and there was a foam adhesive failure. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the device alarmed and there was a foam adhesive failure. There was no harm or injury reported. The previously reported information was incorrect. The previous submission should have reported:the manufacturer received information alleging a ventilator was alarming for low pressure. There was no harm or injury reported. The device was returned to a third party service center and the customer's complaint was confirmed. The foam had dislodged and separated from the silicon adhesive layer. The air inlet path assembly needs replaced to address the issue.